Manufacturer narrative:
Company rep evaluated the sys. Corrections included replacement of the sys hard drives and cpu fan.

Event description:
Customer reported the panorama central station intermittently reboots, which may have affected telemetry monitoring. No pt injury was reported.